Event description:
(B)(4) technician refurbishes the shower chair when noticing that the screw on left front caster is only tightened with a few threads. The screws for the other three casters can also be better tightened. Technician used a sealant that locks threads (loctite) and refastened the screw. No injury was reported.